Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did not read the display. The customer¿s blood glucose was 7.6 mmol/l. The customer was assisted with troubleshooting. The customer stated that the insulin pump had scratches on the screen. The customer stated that they barely see what was on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with scratched lcd window, scratched keypad overlay, cracked keypad at select button, cracked case(battery tube) and cracked battery tube threads. (B)(4).